Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - correction (no device evaluation by manufacturer and device not returned are being selected as the device that has been returned is not the actual complaint device).

Event description:
A transmitter was returned for evaluation. However, it is not the complaint device. An exterior visual inspection was performed and passed. Transmitter voltage test failed. No data was provided for investigation. The customer complaint was undetermined because no data logs are available for review. A probable cause could not be determined via product evaluation.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No product was provided for evaluation. The reported loss of connection could not be confirmed and a probable cause could not be determined via product.